Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported during intraocular lens (iol) implant procedure, failure placement occurred with injector problem. The procedure was completed on same day with same diopter same model same company back up replacement lens. Additional information has been requested.

Manufacturer narrative:
Correction information was provided in h.6. On initial medical device report (MDR) the FDA evaluation codes of b.17 was submitted. It should have been b.18. The manufacturer internal reference number is: (B)(4).